Event description:
The customer informed the company that the dose rate was too high. The siemens customer service representative met with the physicist and verified with him that the maximum dose rate in the lateral plane was 15 r/min.